Event description:
Patient presented to the ER after difficulty breathing. Loss of capture and low impedance were observed. A rise in threshold was also noted. Insulation breach suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.